Event description:
It was reported that during implant attempt, the patient had severe tricuspid regurgitation. The physician decided to use a longer lead. The lead was removed and replaced. It was also reported that the physician originally was going to use an active fixation lead for the atrium, but due to the patient's anatomy ended up using a passive fixation lead. The active fixation lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. Primary analysis results revealed there were no anomalies found. There was observed to be blood in/on the helix mechanism and sleevehead. (B)(4: the full lead was returned and analyzed. Primary analysis results revealed that there were no anomalies found.